Event description:
A transurethral resection of the prostate (turp) was being done when the wire portion of a cutting loop electrode broke off. The surgeon attempted to locate the piece, but it was not retrieved. It is reported that the foreign body remains in the pt in some retroperitoneal tissue. No additional surgery was done and no remedial treatment is scheduled, according to the user facility.